Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described by the patient as probably due to touch contamination. On an unknown date the patient was hospitalized for the peritonitis event and discharged about a week ago. The patient received unknown oral antibiotics as treatment for the peritonitis event. Action taken with pd therapy was not reported. At the time of this report, the patient was recovering from this peritonitis event and remained on antibiotic therapy. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.